Event description:
The reporter stated that during phacoemulsification (not with staar's equipment) a small capsular tear occurred. The surgeon inserted an aa4203tl toric silicone lens into the eye. After the lens was in the eye the surgeon decided to use a different lens. The incision was enlarged to 3.5 mm opening and the lens was cut into pieces to remove the lens. No vitrectomy was needed. No suture was required.